Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 2000017682. Product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 20565603.

Event description:
It was reported that the patient was not getting adequate stimulation as a result of high lead impedances. The patient underwent a lead and ipg replacement procedure and was doing well post-operatively. The explanted devices were discarded.